Event description:
Reportable based on analysis approved on (B)(6) 2014. It was reported that the renegade became deformed. Th patient was undergoing a transcatheter arterial chemo embolization (tace) treatment procedure in their liver. A 135/10 renegade hi-flo kit was selected for use. During unpacking, the device was deformed. The procedure was completed with another of the same device. The were no patient complications reported and the patients condition is stable. However,m product analysis revealed that the shaft broke.

Manufacturer narrative:
(B)(4). Device evaluated by MFR: the complaint device was returned for evaluation. It was observed that the braid is exposed from 26.3cm to 34.5cm from the hub as a result of a break in the shaft. Total length of the catheter is 148.5cm; the unit has been stretched. A coating test confirmed the presence of coating and coating damage was evident along the coated length. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is considered handling damage as the event occurred without direct patient contact. (B)(4).